Manufacturer narrative:
Device evaluated by manufacturer: only the main coil was returned for analysis and investigation was completed on 30mar2022. Visual inspection revealed that the main coil was kinked and stretched. Microscopic inspection revealed that both zap tips were inspected, and no damages were found. Dimensional inspection revealed that both zap tip and primary coil are within specification, however, number of fiber bundles did not match with the specification.

Event description:
Reportable based on device analysis completed on 30mar2022. It was reported that the coil was stretched. The target lesion was located in the vessel of the lung. A 6mm/6.5 mm vortx - 18 embolics was selected for use. During preparation, it was noted that the coil was stretched and was not successfully deployed. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that there were missing fiber bundles.